Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000160630. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient addressed a fall and experienced pain at the ipg site and uncomfortable stimulation with high impedances in most of the contacts on the right lead. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the right lead was replaced and the ipg was moved a little deeper for pocket discomfort. Therapy was restored post op.